Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pcs) and a pod8. While removing a pod pc from its packaging hoop, the pusher wire became kinked. The pod pc was damaged prior to use and therefore, it was not used in the procedure. The physician then successfully placed six pod pcs in the target location using a non-penumbra microcatheter. Upon advancement of a pod8, the physician encountered resistance and decided to adjust the microcatheter and re-advance the pod8. When the physician had re-advanced the pod8 approximately halfway out of the microcatheter, the pusher wire kinked and broke and the pod8 unintentionally detached. The pod8 and microcatheter were then removed together from the patient and were no longer used in the procedure. The procedure was completed using a new microcatheter, a pod6, and pod pc. There was no report of an adverse effect to the patient.